Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial: n/I, description: linear 3-4 lead, 50cm quantity: 2. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. No further information could be obtained.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial: (B)(4), description: linear 3-4 lead, 50cm additional information was received that the patient has breast cancer and was hospitalized on (B)(6) 2015 for that reason. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Correction to initial MDR. (B)(4). Additional suspect medical device components involved in the event: model: sc-2352-50, description: linear 3-4 lead, 50cm. Quantity: 2 a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. No further information could be obtained.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.

Manufacturer narrative:
Additional information was received that the hospitalization of the patient was not related to the procedure or device.

Event description:
A report was received that a patient was hospitalized due to an unknown reason.